Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor. Sought medical attention for pain and swelling at the piercing site 36 days later. Oral antibiotics were prescribed.